Manufacturer narrative:
A review of the complaint history record was performed for sn (B)(4), which did not confirm similar complaints with the same or related failure mode for this customer. A review of the device history record showed the device had a manufacture date of 07/10/2012. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
It was reported that the device had alarm- error codes/ messages "force sensor". No patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they: replaced tube drive,rt iui,carriage block,barrel clamp,flange gripper,wiper seal,top disk holder,latch,force sensor,sizer. Calibrated. A review of the device history record showed the device had a manufacture date of 07/10/2012. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to customer damage of the carriage assy a review of the complaint history record in trackwise and sap was performed for (B)(6) , which did not confirm similar complaints with the same or related failure mode for this customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. CAPA # ca-2018-0161 for iui. CAPA # fi-2017-0015 for gripper.

Event description:
It was reported that the device had alarm- error codes/ messages "force sensor". No patient involvement.